Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 463 mg/dl at the time of incident and current blood glucose 137 mg/dl. The customer reported that the down button was not responding. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.